Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an error message for a premature battery depletion (pbd). A technical service consultant reviewed device data, and confirmed the device needs to be replaced in the near future. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.